Manufacturer narrative:
Date received by manufacturer: 01nov2019. Report date: 04nov2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the gas delivery system (gds) manifold assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sept2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the o2 concentration is out of spec. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.